Event description:
Medtronic received information regarding a navigation system. It was reported that there was an alleged inaccuracy while placing the fiber. The surgeon was using the articulating arm to place the fiber. When the surgeon aligned to the plan, he tried tightening the articulating arm and thumb screws on the precision aiming device (pad), but it was reported that the pad wasn't "tight enough" and would drift approximately 1 mm. After performing an o-arm spin to confirm placement accuracy of the fiber, they noticed they were off by approximately 3 mm and weren't quite aligned with the pre-op plan. The length of the surgical delay was no delay. The patient outcome was pending.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.